Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented. Please cross-reference the following reports: 8010047-2014-01120.

Event description:
Two subject devices were used during an uncertain procedure. The ptfe pad of the two devices was separated. The procedure was completed with another devices device. There was no patient injury reported. This report is regarding the first device.